Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 434 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Upon call, found out that there was no cgm since yesterday. Document treatment for high blood glucose was 10 units of manual injection and 10 units from the pump before call. The event involved product(s) mmt-1884l, mmt-7020a, mmt-332a, mmt-399a. The troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer ha customer declined to continue with troubleshooting. No further patient complications were reported. It was unknown whether the customer will continue the use of the device no product return is required for mmt-1884l. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for mmt-399a.